Event description:
Additional information received noted that the device was explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pacemaker had reached elective replacement indicator on (B)(6) 2019. Which was sooner than the patients last device check had estimated. Patient was unsure if they want device changed out. Patient condition was stable.

Manufacturer narrative:
Device was received with battery voltage at elective-replacement level (eri). Analysis indicated device was operated in high output mode and being implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage such as high output settings. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal eri functionality. Device was implanted for 9.14 years, which exceeded its 8.48 years projected longevity and is considered normal battery depletion.